Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with a 450cc (right) mentor memorygel breast implant and an unspecified gel breast prosthesis (left) and experienced bilateral capsular contracture (baker grade unknown) post-operatively. It was also reported that the right breast prosthesis had a rupture; it was stated that it had 2 pin holes. As a result, the patient underwent explantation on (B)(6) 2023. This report is for the left side device.

Manufacturer narrative:
On august 22, 2023, the mentor failure analysis lab has received the device for evaluation. On august 23, 2023, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 07, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient was experiencing breast pain. The patient's baker grade level was reported to be baker grade 4 on the left side. The patient's weight has been updated to 132 lbs. On july 14, 2023, mentor received additional information regarding the device explantation. It was reported that the patient was to undergo device explantation on (B)(6) 2023. The left breast prosthesis was determined to be a 450cc mentor memorygel breast implant with catalog number 3504501bc. The lot number has been updated to 9447372. The serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 15, 2023, mentor received additional information regarding the complaint. The event date was reported to be february 12, 2022. The patient's age at the time of the event was 55 years old. The patient's ethnicity is not hispanic/ latino. The device date of implantation was reported to be (B)(6) 2021. All relevant fields has been updated to reflect the additional information received. Manufacturer¿s reference number: (B)(4).